Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent pocket revision wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
.